Event description:
It was reported that intermittent audio output occurred. On (B)(6) 2023, it was reported that the sensor was not working at night, and that the receiver did not alert with high or low alarms. The event occurred after sensor insertion in the abdomen. In the evening before the event occurred, the patient¿s blood glucose (bg) had been 128 mg/dl. During the night, the parent found her daughter unresponsive and shaking; and when she checked using a glucometer, the bg finger stick value was 20 mg/dl. The parent gave her daughter her sugar to raise the bg level, but when she remained unresponsive, the parent called emergency medical service. Paramedics administered IV glucose and transported the patient to the emergency room (ER). After receiving 2 bags of IV glucose, the patient¿s bg increased to 90 mg/dl, and she was able to speak to her family. Her bg stabilized further, and she was discharged home. The ER visit duration was less than 24 hours. No product was provided for evaluation. Data was received but does not reflect the alleged device. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.